Event description:
It was reported that the patient experienced no stimulation. The patient has never had therapeutic effect. The patient fell in her yard and "messed up" her device. She would feel stimulation for a few seconds and then, it would stop. The patient was not able to feel stimulation after increasing it. The patient was at home in good condition. The company representative confirmed that half of the patient's connections were damaged following a fall. The lead impedance measurements were greater than 4,000 ohms. The patient's device was reprogrammed. She has normal impedance measurements, and her normal sensations returned.